Event description:
Customer reports of having low blood glucose. Customer reports to have fallen out and wife assisted him and blood glucose was 35 mg/dl. Customer was transferred due to needing leather case ordered. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.